Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
Review of device disk data showed the lv impedance has fluctuated since implant, sometimes measuring as 'infinite'. Information from the physican's office states there appeared to be a 'failed header' on the ICD. It was explanted and replaced. Additional information received reports unstable impedances in the lv lead. The lead was replaced. There were no reported patient complications as a result of this event.